Event description:
The patient's occupation is a researcher in geology where he analyses gemstones and educates his students on how to assess gemstone color and clarity. On (B)(6) 2023 the patient returned for a routine follow-up where he explained that he now has an inability to accurately perceive yellow light when looking at gemstones under ultraviolet light long wave 365 nm and instead sees them as having a pink hue. The patient attributes this change to the white flash used by the triton plus on (B)(6) 2022. This impact in color perception was not described outside the context of uv-induced visual fluorescence.